Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 17 mg/dl. The customer was treated with glucose tablets. Customer was admitted at the hospital on (B)(6) 2015. Customer's blood glucose at time of admission was unknown. Customer cause of hospitalization was low blood glucose. Customer was on IV and had two glasses of orange juice with eggs. Customer was wearing the pump at time of hospitalization. Customer declined to troubleshoot for low blood glucose.